Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that research an development engineer was observing market research/ voice of customer (voc) when a patient indicated that he had a sling implanted in 2000 and during the procedure his nerves were crushed and it caused significant pain. It is unknown if this was a bsc sling.